Event description:
The facility reported that an unspecified pt was administered an unspecified brand of normal saline (quantity unk) at a rate of 999 ml/hr. After the normal saline infusion was complete, another line was piggybacked in with an unspecified brand of cipro 200mg and 100ml of d5w premix was programmed into the pump to run at 100 ml/hr for one hour. After approximately 15-20 minutes from the start of infusion, a nurse noticed that the entire bag had been infused. The pump was swapped out for a continuation of a normal saline solution infusion. There was no pt injury associated with this event.

Manufacturer narrative:
(B) (4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available. This report represents all info known by the reporter at this time.